Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that upon interrogation the subcutaneous implantable cardioverter defibrillator (s-ICD) showed no patient name, lead model and serial number information and reference electrocardiogram. The date of implant was changed from 2018 to the date of interrogation. Therapy remains on, however the battery estimate was incorrect at 84 percent remaining versus 54 percent remaining the previous week. Engineering reviewed the information and determined there was a reset of patient data that can occur. Upon review this corrected itself and cleared and now appears to be operating normally. The s-ICD remains in service and no adverse patient effects were reported.

Event description:
It was reported that upon interrogation the subcutaneous implantable cardioverter defibrillator (s-ICD) showed no patient name, lead model and serial number information and reference electrocardiogram. The date of implant was changed from 2018 to the date of interrogation. Therapy remains on, however the battery estimate was incorrect at 84 percent remaining versus 54 percent remaining the previous week. Engineering reviewed the information and determined there was a reset of patient data that can occur. Upon review this corrected itself and cleared and now appears to be operating normally. The s-ICD remains in service and no adverse patient effects were reported. Additional information was received that the battery percent was previously at 54 estimated percent remaining, and currently is now at 78 percent remaining. It was noted that the estimated battery remaining was incorrect due to a reset. Boston scientific technical services (ts) was consulted and noted that the device continues to deplete normally and the estimated remaining battery percent is no longer displaying correcting in the remote home monitoring system. Ts explained that this is due to the incorrect implant date stored within the programmer which is causing the incorrect software calculation for remaining estimated longevity. It was noted that it would self correct when battery percent decreases, but may take about a year. The device remains in service and no adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. Device memory analysis identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined but was likely the result of a single event upset caused by high energy particles in the environment. Technical services advised critical therapy remained available.

Event description:
It was reported that upon interrogation the subcutaneous implantable cardioverter defibrillator (s-ICD) showed no patient name, lead model and serial number information and reference electrocardiogram. The date of implant was changed from 2018 to the date of interrogation. Therapy remains on, however the battery estimate was incorrect at 84 percent remaining versus 54 percent remaining the previous week. Engineering reviewed the information and determined there was a reset of patient data that can occur. Upon review this corrected itself and cleared and now appears to be operating normally. The s-ICD remains in service and no adverse patient effects were reported. Additional information was received that the battery percent was previously at 54 estimated percent remaining, and currently is now at 78 percent remaining. It was noted that the estimated battery remaining was incorrect due to a reset. Boston scientific technical services (ts) was consulted and noted that the device continues to deplete normally, and the estimated remaining battery percent is no longer displaying correcting in the remote home monitoring system. Ts explained that this is due to the incorrect implant date stored within the programmer which is causing the incorrect software calculation for remaining estimated longevity. It was noted that it would self-correct when battery percent decreases but may take about a year. The s-ICD remains in service and no adverse patient effects were reported. Additional information was received that the estimated longevity is currently at 69 percent remaining. Ts was again consulted and noted that the device continues to deplete normally, and the estimated remaining battery percent is no longer displaying correcting in the remote home monitoring system. Ts explained that this is due to the incorrect implant date stored which is causing the incorrect software calculation for remaining estimated longevity. The current actual estimated battery remaining longevity is 44 percent, it was noted that it would self-correct when battery percent decreases to approximately 20 percent remaining. The s-ICD remains in service and no adverse patient effects were reported.